Manufacturer narrative:
Date of event: it was reported that the event occurred on an unknown day in (B)(6) 2022. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. This was observed during use. The device was filled with flucloxacillin 120ml in 0.9% sodium chloride . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from may 26, 2022 - may 27, 2022. Four (4) actual devices was received for evaluation. The first sample did not contain fluid in the bladder. The second, third and fourth samples contained 17ml, 19ml and 22ml of fluid in their bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the four samples and found to be within the product specification range. The reported condition was not verified on all samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.